Manufacturer narrative:
The pump was received with no button response due to unlocked connector on lcd board. Unable to confirm excessive no delivery alarms and unable to perform any tests due to buttons being unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners,and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an absence of the no delivery alarm. Customer's blood glucose was unknown at the time of incident. No further details given.